Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced constant low blood glucose while using the ilet system, consistent with hypoglycemia of unclear cause, and no device alerts or alarms were reported. Symptoms included hypoglycemia with insufficient clinical detail available. Outcomes included an event with insufficient impact information available. Investigation included collection and analysis of information provided by the user and attempted communications and interviews. Investigation of this case revealed insufficient information, no specific device problem identified, and no device component implicated, with no findings available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.